Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. A review has been conducted on the returned instrument, the device history records and complaint history. The instrument was in overall good condition, with the exception of the main body where the portion engaging with the impaction plate had fractured and separated from the body. Some scratches and indentations were also observed on the impaction plate and the locking sleeve. A review of the manufacturing history records for the instrument has been checked and verifies that the component was manufactured and released in accordance with the applicable specifications and regulatory requirements. A review of the complaint database over the last 3 years has found 6 complaints reported with the item (B)(4) (including the initiating complaint). Failure analysis report concluded that the irregular and featureless surfaces on the received part indicate a brittle fracture that occurred suddenly. The ultimate root cause for the fracture cannot be determined with the available information, however the most likely root cause for the reported failure of the impactor could be due to its repeated use. Reprocessing instructions warns that the instrument must be inspected before the use. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tool broke during surgery. No patient impact and no delay were reported. Surgery was completed without any further complications.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Product has been requested to be returned to zimmer biomet for investigation. (B)(6). Occupation: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product has not been returned.

Event description:
It was reported that the tool broke during surgery. No patient impact and no delay were reported. Surgery was completed without any further complications.